Event description:
It was reported that, in the (B)(6) from france, a total of three hundred three (303) hips underwent tha procedures between (B)(6) 2006 and (B)(6) 2023, using polarcup cementless acetabular cups. From these, four (4) patients were later revised due to unknown reasons. No further information is available. Timeframe of registry data: implantations conducted in france between (B)(6) 2006 and (B)(6) 2023.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2025). Url source: https://www.sofcot.fr/sites/www.sofcot.fr/files/medias/documents/2024%20rapport%20ph%20sofcot.pdf. Summary of adverse events: it was reported that, in the (B)(6) from france, a total of three hundred three (303) hips underwent tha procedures between (B)(6) 2006 and (B)(6) 2023, using polarcup cementless acetabular cups. From these, four (4) patients were later revised due to unknown reasons. No further information is available. Timeframe of registry data: implantations conducted in france between (B)(6) 2006 and (B)(6) 2023. Analysis conducted: based on the most recent safety and performance evaluation, the polarcup dual mobility acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of three hundred and three (303) tha procedures with polarcup cementless acetabular components have been performed in france between (B)(6) 2006 and (B)(6) 2023. From these, four (4) hips underwent revision surgery due to unknown reasons. Information from this annual report shows that revision rates of polarcup dual mobility hip system per 100 observed component years (0.62, 0.24-1.57) are in line with the dual mobility cup class (0.24, 0.21-0.26), demonstrated by overlapping confidence intervals. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health have been identified. The reported harm relate to known inherent procedural outcomes that are appropriately documented in our risk files. No individual investigations into the reported events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Manufacturer narrative:
H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under (B)(4), communicated on july 1, 2025. As a result, the data previously reported through MDR 9613369-2025-00076 is no longer valid as it will be migrated and submitted under MDR 9613369-2025-00074 by the end of the third reporting quarter, as agreed with the FDA.